Manufacturer narrative:
Additional information received from customer: having spoken to the physician again about the incident on friday it was a very unusual occurrence and nobody is entirely sure why it occurred. There are certainly no issues either with the carto 3 system or the catheters used in the case. There would now appear to have been no perforation of the ventricle and the patient did not require surgery. The physician said that he has never had such an experience before and one possible explanation is that the patient was suffering from heart failure prior to the procedure and this was the precursor to his cardiogenic shock during the procedure and ultimately his arrest on the table. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: carto 3 external reference patch: us catalog # crefp6, sn: unknown. Webster with auto ID electrophysiology catheter: us catalog # f6qa005ct, sn: unknown. (B)(4).

Event description:
The patient, whilst undergoing vt ablation using c3 system and associated products suffered a cardiac arrest during procedure due to cardiogenic shock. Initially it was thought that the catheter perforated the ventricle but after subsequent discussions with the centre this doesn't appear to be the case. No complaint against any of our products has been made.